Event description:
Used the 10cm and the 6cm habib's in the kit. Started to resect tumor and the 6cm habib device showed up on generator as rf short and the 10cm habib device read poor connection. After trying the habib device, dr. Tried other maneuvers. The patient lost a large amount of blood.